Manufacturer narrative:
The reported issue that the outer layer of insulation is separating from the power cords was confirmed on 10 of the 11 received power cords: outer cable sheath had pulled apart from the female connector that connects/attaches to the pcu device. One of the cords had the sheath torn open from physical abuse. All received power cords were manufactured prior to the release of the supplier corrective and preventative action request that was released in april of 2017. None of the power cords exhibited continuity related issues. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the outer layer of insulation is separating from the power cord. The customer confirmed that there was no patient involvement or patient harm reported.